Event description:
In 2008, the patient reported she fell on her insulin infusion device and its display was damaged. She stated there is a crack running across the screen and an "ink spot" where the basal rate profile graphic used to be. She said the units/hour and the time/date are not visible. The patient stated the device is still properly functioning and she is still using it. The patient was advised to switch to her backup infusion device, but she declined to do so. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.